Event description:
Customer reported rui fast stop swithc is missing and broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced rui console. System operates as intended.